Event description:
Patient had a loop recorder placed (B)(6) 2023. Patient had an MRI done in (B)(6) 2024. After MRI was done, the linq started having tachy alerts that were reviewed as noise. The device had a check done by medtronic representative. Manual manipulation of device and application of magnet did not change signal from device. Patient will need new linq due to noisy transmissions.